Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. On saturday evening, the patient started to feel sick and his blood glucose level was up to 500 mg/dl. On sunday morning, the patient's mother took him to the hospital. The blood glucose result at the hospital was not provided. The patient was treated with insulin via IV. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.